Event description:
During troubleshooting of an alarm that appeared on the homechoice (hc) machine during set-up the customer stated they contacted baxter and advised that the cassette was not working when the home patient (hp) was setting the machine up. Troubleshooting the problem didn't work, the hp decided at that point he was going to change the cassette. The hp removed the faulty cassette and put in a new one and the cassette worked just fine. A follow-up was made with the hp; he stated he could not remember the correct alarm. The hp stated that he has not had any other issue since this one and has been able to continue with therapy. Writer advised the hp to contact the largo line when the alarm is occurring so that the technical center and troubleshoot the alarm. The hp stated that he was fine and there was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4).this complaint for a report of a use error- reuse of a single use product was confirmed; however, no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.